Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump trace download analysis confirmed the pump alarmed power loss alarm, power error 25 and low battery alert. The power management tool confirmed power loss alarm, power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. The customer reported that she needed to return her pump and received an issue with her battery and has changed her set and states it would not allow her to rewind the pump. Customer states she received power error and power loss alarms and states she was just wearing it when it occurred. The customer was guided with steps to resolve the power error detected issue. Customer was reporting a high of 252mg/dl when she was having issues with power error detected. Patient's current blood glucose is 220mg/dl. The customer treated high blood glucose with insulin pump. Customer cannot troubleshoot for highs because of power error issue. The customer called back and then reported that she is getting the same message again. Power error detected recurred within a week of troubleshooting the previous occurrence. This time blood glucose was 250mg/dl. The insulin pump will be returned for analysis.